Manufacturer narrative:
Other, other text: d4: expiration date and h4: manufacture date, h3, h6: event methods, evaluation, and conclusion codes: updated. One device was received for investigation. The reported issue was confirmed during visual inspection when the device inflation line and pilot balloon were observed to be separated. The investigation identified a laser printed lot number printed on the device, lot 4028428, which was used to identify the device assembly work order and the inflation line lot number, lot 4063714. Review of the manufacturing device history records for the identified lot numbers found no observations to suggest an issue of the reported nature would occur with the affected lot. Based on the available information, the complaint is confirmed, but the investigation is unable to attribute a root cause. Complaint information will continue to be monitored and action taken accordingly.

Event description:
It was reported that when the customer changed the product to another one for regular replacement, the pilot balloon was found detached. No patient injury.

Manufacturer narrative:
Event: month and year known, date unknown. Lot number and expiration date unknown, no information received to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.